Event description:
The generator was returned to the service center with a report of loose connection. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error e486 was found. There was no patient involvement.

Manufacturer narrative:
Device was evaluated. Based on the results of the investigation, due to the motherboard failure, loose connection and the error code e486 occurred. The key or button was unresponsive, not working. Based on investigation results, the reported issue was confirmed. The issue occurred due to component, electronic component failure. The root cause cannot be identified. Reasonably known information suggests probable cause was due to stress, component failure. Olympus will continue to monitor field performance for this device.